Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 505 mg/dl. Customer reported that her insulin pump battery died last night, happened twice in the last month, and having high blood glucose. Customer did receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The customer was assisted with troubleshooting. Customer stated that they did not used auto mode feature at time of high blood glucose event. Customer performed self-test and it was passed. The insulin pump will be returned for analysis.